Event description:
I switched from medtronic insulin pumps to omnipod 5. I own an iphone 17 and FDA has not gotten off its lazy ass licensing so that the app works with the iphone 17. My serious complications include anxiety, anger, fear of death, fear of continued damage to my body by the lack of job performance by FDA concerning the licensing release for omnipod 5 and iphone 17 app compatibility. Get to work and release the licensing for the omnipod 5 app, to be compatible with the iphone 17. It is your job to work for the us consumer. I am tired of constantly being in a hold pattern, dealing with this govt. Agency.